Event description:
Product was inserted through left subclavian, dr advanced spring wire guide (swg) but had difficulty removing needle off of swg. After several attempts, another clinician assisted dr. The swg and needle were removed together, a small "piece of plastic" was reportedly seen on tip of swg. No patient complications.

Event description:
It was reported that product was inserted through left subclavian. Dr. Advanced spring wire guide (swg) but had difficulty removing the needle off of swg. After several attempts, another clinician assisted dr. The swg and needle were removed together. A small "piece of plastic" was reportedly seen on tip of swg. No pt complications.